Event description:
It was reported that the key was broken off in the key-switch of the 6600 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The key-switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.